Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this recently implanted pacemaker recorded noise oversensing on both the right atrial (ra) lead and the right ventricular (rv) lead with inhibition. Technical services (ts) was consulted to review post-implant x-rays and device data. No adverse patient effects were reported. This pacemaker system remains in service.